Manufacturer narrative:
(B)(4)

Event description:
The customer reports the biosensor broke in the PICC on insertion.

Manufacturer narrative:
(B)(4). The customer returned the PICC and stylet from a cdc-35052-vps kit for evaluation. The stylet was advanced in the distal lumen of the PICC and had separated at the distal luer hub. The inner wires were protruding from the stylet body sheath. The separation point showed signs of excessive force being applied to the stylet. The stylet was removed from the catheter with great difficulty and found to be kinked in several places. The remainder of the stylet was not returned. The returned catheter body measured 19 3/4" in length, within the range of 19 1/2 - 20". The returned stylet measured 26" in length. Based on the specified range of 71 - 73" specified by the product drawing, approximately 46" of the stylet were not returned. The transducer encapsulation (stylet tip) measured 0.0185", which is within the range of 0.0185 - 0.0195" specified by the product drawing. A lab inventory syringe was used in an attempt to flush the catheter with water. The catheter could not be flushed due to dried blood occluding the body at the midpoint. Functional inspection could not be performed on the stylet due to it being damaged. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit states that "if resistance is met while advancing catheter/stylet assembly, retract and/or gently flush while advancing." The IFU cautions not to use force to remove the stylet. If resistance or bunching of the catheter is observed when removing the stylet, "discontinue stylet withdrawal and all the catheter to return to its normal shape. Flush the lumen. Repeat this procedure until the stylet is easily removed. If great resistance is experienced, withdraw both the catheter and stylet together." The customer reported issue of the stylet becoming separated in use was confirmed during the complaint investigation. The customer returned the PICC and stylet from a cdc-35052-vps kit for evaluation. The stylet was advanced in the distal lumen of the PICC and had separated at the distal luer hub. Not all of the stylet was returned for evaluation. Dimensional inspection was performed and no relevant findings were identified. Functional inspection was performed and the catheter was found to be occluded with dried blood near the midpoint of the body. A device history record review was performed and no relevant findings were identified. While it appears that operational context caused or contributed to this issue, the probable cause could not be determined without the remainder of the stylet being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the biosensor broke in the PICC on insertion.